Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during review of the device's history log. The device was put through extensive testing without duplicating the malfunction. The device's pace/defib engine assembly was replaced as a precaution. Analysis for reports of this type has not identified an increase in trend.